Event description:
Cui brand breast implants placed in my body only for 7 weeks, which at first glance can be perceived in different size and color without firmness, full of folds and evidently not new, without i.d. Barcode - no warranty.